Event description:
Revision surgery - due to the baseplate being placed too high, the joint was not getting the fixation the surgeon wanted. The surgeon decided to revise the baseplate, he preferred to use a new item rather than reusing the existing item. He replaced everything but the stem from the primary case; the event occured to the right side shoulder.

Manufacturer narrative:
The reason for this revision surgery was reported as malposition after 5.8 months of patient use . There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The surgeon kept the device; it was not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part number: 508-00-001-10) reworked to correct the inspection sheet. A review of the product complaint report history showed this is the (B)(4) complaint for this part number from this lot. The root cause for the malposition was reported as the original baseplate being placed too high and needing to be repositioned. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Surgeon kept the device.